Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient stopped feeling stimulation in the correct area 2 weeks ago. She was not feeling stimulation when she needed it since (B)(6) 2015 . The patient had fallen 2.5 weeks ago in the garage. The change in therapy/symptoms was considered sudden. Further follow-up is being conducted to determine the serial number of the stimulator and what steps were taken to resolve the issue. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the step taken to resolve the stimulation sensation in the wrong area was "very easily moved it to the right area." If additional information is received, a follow-up report will be sent.